Event description:
Device report from depuy synthes reports an event in taiwan as follows: it was reported that on (B)(6) 2023, water and powder could not be mixed well. Customer found that volume of cement was insufficient. Doctor did not use it. No further information is provided. This report is for one (1) confidence spinal cmt sys, 11c this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H6: product was not returned. A cement retains test conducted by the manufacturing site revealed there was no defect found on the cement. The cement mixed and behaved as expected for the product type and met the appropriate control specification for dough time of 90s. Setting time was tested using tm-t150 which is an alternative test to the required test of tm-t077. The recorded setting met the control specification for tm-t077 of 12 min 00 sec to 24 min 00 sec. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device product code: 283910000 lot number: 350696 it was electronically reviewed and no non-conformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 27/07/2022 qty: (B)(4) cement number: product code : 183901001 / batch number : 3795924 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.